Event description:
Case started and once the insufflation was started, a leak was noted on the tube attachment of the airseal tri-lumen tubing. Replaced with a new pack from a different lot #. Surgery was able to proceed.